Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the sensor glucose readings and blood glucose readings were 125 points off from one another within the last week before the call. Customer's wife stated that the readings tend to vary more during the night. Customer's blood glucose level was 150 mg/dl at the time of the call. No further information was provided.